Event description:
Clinical engineering received a phone call that the apollo anesthesia machine (cn: (B)(4) in operation room was malfunctioning. When clinical engineering got into the room the patient was being bagged and had the anesthesia machine disconnected from the patient, the anesthesia techs informed clinical engineering that they had already changed out the water trap and both flow sensors in the machine. The machine was not passing the initial testing after restart and the techs informed clinical engineering that the o2 readings were off, the techs had it set at 100% and was only reading between 30-50%, and the pressures for ventilation were not reading what the certified registered nurse anesthetists would typically expect on the patient. Clinical engineering noticed an excessive amount of liquid in the entire patient circuit so or staff was informed that they needed to swap out the circuit and clinical engineering would need to go get a patient-side diaphragm for the ventilator because there would be fluid built up in it. When clinical engineering removed the old patient side diaphragm there was a pool of liquid. It was believed that the water trap was overcome due to the excess of fluid coming from the patient. Clinical engineering put the unit back together noting that there was other areas with visible liquid that would typically be dealt with by the heater but the heater was unable to keep up. While testing the unit to see if it was working again, the patient began to wake up and move around while the doctor was still inside working. The doctor talked to the patient saying everything was okay and the team gave the patient something in an IV.